Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas c 303 analytical unit. The first sample initially resulted in a sodium value of 131 mmol/l and it repeated as 145 mmol/l. The second sample initially resulted in a sodium value of 130.3 mmol/l and it repeated as 141 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.